Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 18, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to core module. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the laser set up satisfactorily before a vitrectomy surgery however when the surgeon was ready to use the laser it had turned off. The staff tried to turn off and on with the laser keys but did not solve the issue. The procedure was completed with a back up laser unit. The procedure took longer but there was no harm to the patient.